Event description:
The operator attempted to remove a jammed basket in an indexing washer when her hand became trapped between the basket and the spray manifold. This resulted in a 1cm laceration to the underside of her arm. She was treated and released back to work the same day. The operator manual instructs that only qualified personal should remove jams. Several labels on the machine warn not to place hands into the door or index frame during machine operation and another label instructs to turn off all power before opening the door. The operator did not follow these instructions.